Event description:
Report received of a device "smoking and sparking" while in patient use. The device was in the surgical trauma ICU being used on a patient when it was noted to be "smoking from the ac power cord strain relief". It was not known what was infusing via the pump. The customer reported that there was "evidence that the device had been sparking". Since the event occurred on off-hours, the fire department and the on-call biomedical technician were called. The device was removed from service. There was no intervention needed by the fire department. There was no injury to the patient or any staff member.